Manufacturer narrative:
The device was returned and the evaluation found contributing factors are as follows: the age of the circuit board and the stress that was caused by heat and humidity have probably affected the device's performance over time and contributed to this equipment breaking down. On the other hand, regarding the faultiness of the video connector socket, excessive pressure that could be applied to it when pressing the locking lever down to disconnect the video plug of video scopes might also be a key factor that perhaps caused the customer phenomenon described, additionally, an error message e311 was displayed on the monitor. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image du to a printed circuit board failure . There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g3 (the aware date in initial medwatch should be 13 mar-2024). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that phenomenon occurred due to faulty printed circuit board which led to the malfunction. Olympus will continue to monitor field performance for this device.